Event description:
The following practice causes rptr substantial grief in the performance of his job as a hosp biomedical engineer: mfrs who refuse to provide service manuals or make excessively burdensome requirements to get service manuals. Biomedical depts are required to have a service manual on file for each type of medical electronic device that is in the hosp. MFR has refused rptr's request for a service manual. They want him to attend a $4100, 5 day seminar. This is unrealistic on thier part and too burdensome. For a certified biomedical engineer their school is not necessary. Please investigate this practice. Rptr believes it should be required by regulation that when a new medical device is shipped to an accredited healthcare organization, the technical manual is included.